Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. A second prostyle device was attempted. The device was successfully flushed with saline prior to the procedure. However, during use, blood flow was not noted from the marker lumen. A third, new prostyle was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other prostyle device referenced is filed under a separate medwatch report number.